Event description:
A malfunction was reported on the pump, and there was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappears.